Event description:
It was reported that the spinal cord stimulation scs patient was informed by a physician that the implantable pulse generator ipg may be defective. It was suspected that there may have been a lack of therapy. Therefore, the patient underwent an ipg replacement procedure and has fully recovered postoperatively.

Manufacturer narrative:
Correction to field e1 initial reporter country. The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the spinal cord stimulation scs patient was informed by a physician that the implantable pulse generator ipg may be defective. It was suspected that there may have been a lack of therapy. Therefore, the patient underwent an ipg replacement procedure and has fully recovered postoperatively.